Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undetermined line, either the patient line or a supply line, became disconnected from the patient or a solution, respectively, during peritoneal dialysis on the homechoice. The patient was unable to assist in troubleshooting the event. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.